Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was in a 90 degrees (fahrenheit) weather. Several hours later, the pump declared multiple temperature alarms while the pump was not exposed to extreme temperatures. Reportedly, the alarms repeated while the pump was charging. Customer's blood glucose level was 160 mg/dl. The customer reverted to an alternate pump for insulin therapy.